Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found that a drape was binding one of the roller wheels and not allowing the door to fully close. Removed drape material. System performed within specification. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system door could not be opened. It was reported that the user was attempting to manually override the door open procedure, but the dingus was not engaging with the teeth of the door opening mechanism. A 3d spin was still able to be successfully acquired, and used for navigation. There was a reported delay to the procedure of 15 minutes because of this issue. The patient was not impacted by this malfunction.